Event description:
It was reported that post a stenting treatment procedure, the patient expired. A 2.5x20mm taxus liberte stent was implanted in an unspecified vessel on an unspecified date. The patient received another manufacturers' 2.75x12mm stent in (B)(6) 2011 in a 90% stenosed, de-novo lesion located in the left anterior descending (lad) artery. Residual stenosis was 0%. The patient was discharged two days later. The patient presented in (B)(6) 2011 with a local infection that was medically treated. The patient was discharged eight days later. In (B)(6) 2012 the patient presented with a fever. The patient was treated medically for flu symptoms and discharged. In (B)(6) 2012 the patient experienced a decrease in level of consciousness, it was decided to take a wait-and-see approach. The following day, the patient stopped breathing and was taken emergently to the hospital. Cardiopulmonary resuscitation was provided and spontaneous circulation was temporarily returned, but cardiac arrest continued. Resuscitation was not successful and the patient expired. No autopsy was performed. Additional information has been requested regarding the implant of the taxus liberte stent and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).